Event description:
The user facility reported that water was leaking onto the floor from their advantage plus endoscope reprocessing system. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the leak was from the water filter on the wall behind the unit and that the filter assembly was damaged. Based on the technician's inspection, a root cause of the reported event could not be determined. To resolve the issue, the technician replaced the filter connectors, tested the unit, confirmed it to be operating according to specification, and returned it to service. The unit subject of the reported event is not under steris service contract for preventive maintenance; the user facility is responsible for all maintenance activities. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.